Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The unit passed all testing and operates within the manufacturing specifications.

Event description:
The customer reported ventilator with an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time of the event.